Event description:
It was reported that the patient was awaiting a revision surgery for the inflatable penile prosthesis due to non specified reasons. Approval for the revision surgery was requested from the physician. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.